Event description:
It was reported by dealer that the motor brake is getting hot and dragging on the l-3b scooter. Dealer states the end user just replaced the batteries and they are only lasting 2 hours.